Event description:
A malfunction alarm identified as "malf 12" was reported, but there were no notable events prior. The customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which the customer successfully completed without the malfunction recurring. The customer was advised to continue using the pump and to contact support if any further issues arose, which they acknowledged and understood.